Manufacturer narrative:
A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. The force bipolar instrument has not been received by intuitive surgical, inc. (Isi) for failure analysis investigation.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the tip of the force bipolar instrument broke and as a result, the instrument could not be removed through the cannula. The port site incision had to be increased in size in order to remove the force bipolar instrument together with the cannula in one piece. The cannula was removed with the instrument and a backup cannula and force bipolar instrument were used to complete the case. This event occurred toward the end of the procedure. The incision was able to be closed at the end of the procedure with an additional suture. No photos or videos are available for review.